Manufacturer narrative:
Corrected information has been provided in d1 and d4. Additional information has been provided d7. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the failure to advance was most likely patient related as the patient had significant vascular tortuosity. Difficult/unable to insert through other device: the cause of the insertion issue was most likely patient related as there was significant vessel tortuosity and the user suspected a sheath kink resulting from the tortuosity.

Manufacturer narrative:
H6, medical device problem code a150206 has been added.

Event description:
An impella cp was inserted via the right femoral artery in an 85-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock, scai stage c. The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory support. During insertion of the impella cp, the 16 french introducer sheath was noted to be kinked, and the impella device could not be advanced. Vessel course had been evaluated with contrast prior to advancement, and it was assessed that the tortuosity could be navigated; however, advancement remained unsuccessful despite attempts to switch to a 0.018-inch guidewire. During this period, the patient developed worsening hypotension. An intra-aortic balloon pump was subsequently placed, and percutaneous coronary intervention was performed. The impella cp was removed. The reported patient experience included hypotension and medical device removal. Based on the available information, difficulty with large-bore femoral access in the setting of vessel tortuosity and cardiogenic shock may contribute to procedural challenges and hemodynamic instability. The patient survived.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.